Manufacturer narrative:
Device was received without a battery installed. Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and delivery accuracy test. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose in 2016 with blood glucose of 40 mg/dl at the time of one of the incidents. The customer was given intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting not completed as these were past events. The customer was diagnosed with alzheimer's disease and could no longer safely use the pump. The caller stated the customer suffered multiple low incidents resulting in emergency medical assistance leading up to their removal from pump therapy. The customer was also a type 2 diabetic and did not require constant insulin. The customer passed away 2 years after being taken off the pump. The insulin pump will be returned for analysis.